Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('excessive menorrhagia') in an adult female patient who had essure (batch no: 717518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, infection, urinary tract disorder, genital haemorrhage, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Lot number: 717518, manufacturing date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('excessive menorrhagia') in an adult female patient who had essure (batch no. 717518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and menometrorrhagia. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, infection, urinary tract disorder, genital haemorrhage, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.